Manufacturer narrative:
Section d4: device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Section f9: approximate age of device - 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. H3. Not evaluated reason: placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the emergency department on (B)(6) 2015 due to an acute onset of mental status changes and expired on (B)(6) 2015 due to a cerebrovascular accident. The patient has a past history of atrial fibrillation and previously unreported gastrointestinal bleeding and was on coumadin and antibiotics at the time of the event. The pump was reportedly explanted but will not be returned for evaluation. No further information was available.